Event description:
It was reported via repair work order that the back rest of the stair chair was cracked at the bottom which could effect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.